Manufacturer narrative:
The report states: litigation papers allege that based on the elevated levels of cobalt and chromium in patients body as a result of the defective asr hip implant device and other defects in the device, patient will likely be required to undergo revision surgery. Doi: unknown - dor: no revision reported at this time. (Unknown side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that based on the elevated levels of cobalt and chromium in patient's body as a result of the defective asr hip implant device and other defects in the device, patient will likely be required to undergo revision surgery.